Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an off no power alert and then a failed battery test alarm after changing battery. Customer did not receive a low battery alert prior to off no power alert. Customer's blood glucose was 124 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, failed battery test alarm was cleared. After troubleshooting for off no power alert, customer was advised to monitor insulin pump and that battery cap would be replaced as a courtesy.